Manufacturer narrative:
Investigation summary : the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, a crease/fold was identified in the posterior view of the implant. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: implant site calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced implant site calcification (unknown side) postoperatively. As a result, the patient underwent bilateral explantation on unspecified date. The event date was estimated as (B)(6) 2021 based on available information. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.